Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that jts unit was not working.

Manufacturer narrative:
The investigation concluded that the returned drive unit is fully functional, the test report for this drive unit, performed before dispatch and also following return of the device indicate it is functionally acceptable. There is no indication as to why the health care facility were unable to operate the drive unit.

Event description:
It was reported that jts unit was not working.